Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was attempted to be implanted in the intrapancreatic common bile duct to treat a tumor-induced stenosis during a stent placement procedure performed on (B)(6) 2026. During procedure, when the stent was released into the bile duct, the stent failed to deploy. The physician had to remove the biliary stent and then attempt to reinsert it into the working channel of the duodenoscope. During this procedure, the stent became stuck in the working channel even though the stent pusher had already been removed from the device. In order to retrieve the stent, the physician had to insert a sphincterotome to remove it from the working channel. The procedure was completed using a different device despite the delay. Due to this event, there is a reported risk to the patient and loss of time. There was no other patient complications reported as result of the procedure.

Manufacturer narrative:
Imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f2301 captures the event of the additional device required to retrieve the stent from the patient. Block h11: investigation summary: based on the available information, boston scientific concludes that the reported event of stent positioning issue could not be confirmed. The device was not returned for analysis; therefore, a technical analysis could not be performed. However, stent positioning issue is noted within the instructions for use (IFU) as a possible adverse event associated with the use of the device. Device history records review: a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Labeling review: a labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, stent positioning issue is noted within the IFU as a known possible adverse event related to the use of the device. Risk review: a risk review was completed and confirmed that the events of "stent positioning issue and additional device required" were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.